Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, stent damage occurred. During preparation, the 2.5 x 12 mm taxus liberte drug eluting stent (des) could not be introduced into the guide catheter. It was noted that the proximal end of the stent was deformed. The procedure was completed with another device. There was no contact with the pt. No complications were reported and the pt condition was ok.

Manufacturer narrative:
(B)(4).